Event description:
The patient had problems recharging the device. Coupling and/or communication issues were reported. The patient was getting 0 to 2 bars. The patient charged the device for 3 hours with 0 bars but did not advance past 50% charge level that he started at. The patient is very large. The neurostimulator felt shallow, but slightly tilted. The pocket wound was healed. It did not appear as if any swelling remained, however, it was difficult to tell. With the user of spacers and the belt to keep the antennae in place, 2 bars were obtained; this will lead to 2-5 hour to recharge 75 to 10%. Further investigation revealed the neurostimulator was flipped. The patient was scheduled for revision surgery of the neurostimulator pocket. The patient had surgery in 2008. The situation was resolved. The patient is doing well.